Manufacturer narrative:
All of the buttons functioned properly however; the insulin pump was received with corroded keypad traces. No anomaly noted during testing. The insulin pump passed self test and the displacement test. The unit functioned properly. The insulin pump had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dropped in water. The customer was unable to bolus or do anything on the insulin pump. The keys on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.